Event description:
It was reported to philips that the system's c-arm was unable to perform rotational movements properly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was delayed and relocated to another room to complete the procedure. A philips field service engineer (fse) went onsite and identified the stand¿s prop geometry was misaligned by 30¿45 degrees¿despite the monitor showing a 0,0 position, the stand was rotated. Furthermore, the stand exhibited jittery movements and occasional hard stops, which triggered geometry resets while the fse attempted to maneuver the stand in the propeller direction. The root cause was identified as a seized prop potentiometer (pot), which was unable to rotate correctly as intended. To resolve the issue, the fse replaced the prop pot and performed all necessary calibrations, including pot, position, and current. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.